Event description:
On july 29, 2000 sscor received a s-scort sentinel aspirator model 2500 for repair. A sscor employee evaluated the unit. The device was found to have a non-functional thomas ind. 007bdc19-975g vacuum pump. The pump had a broken eccentric assembly.